Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Day 3 of advanced evaluation. The trial patient reported that they felt burning near the lead. They were advised to try lowering the stimulation.